Event description:
Boston scientific received information that this left ventricular lead was explanted and replaced due to a lead fracture resulting in pacing impedances greater than 3000 ohms. No adverse patient effects other than the additional procedure were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual analysis noted deformed coils and insulation, which was likely induced at the explant procedure, however no conductor fracture was noted visually. Resistance tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. The lead passed continuity testing indicating no coil fracture has occurred.